Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and removal surgery on (B)(6) 2013 during which the surgeon noted what appeared to be previous mesh that was densely adhered to one of the lateral fascial edges, was removed so that the fascial edges were clean. It was reported that the patient experienced adhesions, severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. Other procedure is captured in separate file. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/18/2020. Additional information: a1, a2, b7.

Manufacturer narrative:
Date sent to the FDA: 12/21/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.